Event description:
The user facility reported that the involved glidecath was used intra-operative. They were doing a contra lateral retrograde access for a diagnostic angiogram of the lower extremity. They accessed the right and were going up the aortic bifurcation and to the other side. Advancing the wire first, then the catheter, and when the doctor was advancing over the bifurcation the front end detached from the second half. The catheter broke in two pieces and then the doctor had to snare the distal end to remove from the patient body. The patient was fine and was in stable condition. There was no blood loss. There is not a direct allegation.